Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 20 mar 2020 it was reported the patient¿s stoma was swollen, red approximately 1 inch around the stoma and hot to the touch. Patient was red faced and experiencing gi problems. Patient reported the issue has been ongoing but recurred (B)(6) 2020. Patient also mentioned a marble sized protrusion from the stoma site that is new. Patient was placed on a 10 day oral course of oral antibiotic keflex beginning on (B)(6) 2020.